Event description:
During a lateral meniscus repair it was initially reported that the item would not deploy. Additional information received indicated the implants were deployed, but wouldn¿t unlatch from the device. The surgeon removed the implants from the patient. A back-up device was utilized to complete the procedure.

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned . Review of the device history records were performed which confirmed no inconsistencies. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).